Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation a definite root cause could not be identified. Component analysis identified the foreign material as silicone rubber. Silicone rubber is used in components such as the air/water valve packing, the water container water tube connector packing, and the rubber at the injection tube mounting point. It is possible that fragments from deterioration or similar causes became mixed in and led to the clogging, but specific identification was not possible. A definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited stained objective lens stain that can not be removed and foreign matter coming out from the air/water nozzle. There was no patient involvement.